Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. Repeat testing performed and the issue remains. The results were not reported and there was no patient impact.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. Repeat testing performed and the issue remains. The results were not reported and there was no patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(4)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and replaced ups and checked that the external power supply, ups and stabilized power supply were normal, the machine power supply and edb board are not abnormal, the system was working normally, to be observed, and has not affected the patient's results. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is ups failure. No new trends, risks, or hazards were identified as a result of the complaint.